Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump had an unresponsive esc button. Blood glucose reading was 100 mg/dl. The customer could not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.